Manufacturer narrative:
Product event summary: analysis confirmed the reported event; overlay to the screen was cracked and the stylus would not work. It was noted on this model programmer the stylus will not work when the screen is cracked. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was cracked. It was also reported that the stylus did not work because the cursor would not move. The programmer was returned to service. No patient complications have been reported as a result of this event.